Event description:
A cusa excel console was reported to have malfunctioned during surgery. The description was as follows: the hand piece sounded a warning and the foot switch did not work correctly. (Unspecified). There was no harm done to the pt. The unit broke down in the last part of the surgery so it was thought that the delay was 30 minutes long. The pt was under the effects of anesthesia when the problem occurred. A liver ablation was being performed with the normal setting: aspiration: 50/irrigation 3 and power 80.

Manufacturer narrative:
Ot date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.